Manufacturer narrative:
Follow-up (B)(6) 2016: customer reported the touchscreen cleared. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was unable to unlock the pump touchscreen. There was no impact to the customer's blood glucose (bg) level due to this event. However, the customer experienced an unrelated elevated bg level but did not provide a specific bg value. During troubleshooting with tandem technical support, it was explained to the customer how to clear the touchscreen. Customer acknowledged.